Event description:
It was reported that pump malfunction occurred after pump was dropped while customer was trying to remove cartridge, and non-resettable malfunction message was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode, and advised customer to return pump within 10 days and to program settings and reconnect continuous glucose monitor on replacement pump.